Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant medical products: concomitant med products and therapy dates: foot pedal device, 1/24/2023. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, the motor device was hooked up to gas and the foot pedal device, and prior to an incision being made, the surgeon tested the device and discovered that the drill rubber casing was a little more stiff than normal. It was further reported that there was a loud air noise coming from the handpiece and the internal hose was not functioning properly. It was reported that the handpiece was inspected, and one could physically feel a gap in the internal hose. The internal cord was not long enough to connect to the handpiece. According to the reporter, the internal drill mechanism was detached from the handpiece. The reporter stated that the device was not able to be used in surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: quality engineering evaluated the device and determined that the reported conditions of the device falling apart - unattached was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device passed visual inspection. During assessment it was identified that the hose was damage due to external rupture. It was further determined that the device failed pretest for hose assessment. It was determined that the cause of the parts not crimped was due to manufacturing error. The assignable root cause was determined to be due to manufacturing production error, which has been escalated to a non-conformance. Further results of the analysis will be captured under the non-conformance.